Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, according to the reporter, during a laparoscopic low anterior resection surgery, while the device was being used for rectum resection, it was noted that the first device worked properly ligating the artery, but once they fired the device at the second squeeze, the device went broken same with another one from a different lot number. The device was fired just 30 mm. A device component break off. There was a poor staple formation and incomplete staple line at the proximal area. There was no patient injury.